Manufacturer narrative:
Steris informed the user facility that devices cannot be guaranteed as sterile unless processed in accordance with system 1 instructions for processing and use and encouraged the facility to follow its internal policies and procedures in regards to patient notifications, if any. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Steris makes no claim of sterile efficacy when processing instructions are not followed. S40 sterilant concentrate is a single-use chemistry labeled exclusively for use in the system 1e processor as stated in product labeling.

Event description:
The user facility reported that steris 40 sterilant concentrate was mistakenly used to process devices in their system 1 processor. Steris 40 sterilant concentrate is designed for use exclusively in the system 1e processor, not the system 1 processor.